Event description:
The customer reported that the alarm has powered, but no alarm tone when pressure is off the pad. Also, no alarm tone when the sensor is detached from the alarm. This was discovered while in use with a patient but no incident or injury occurred.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received.